Manufacturer narrative:
A.5 is unknown. The investigation for the reported issue has been completed. The pump was sent back for investigation. A significant amount of biomaterial was found on the impeller and cannula. The root cause of the issue was biomaterial. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was reported that there was low pump flow with the impella cp. Upon start up, impella flows dropped immediately. The physician attempted re-starting the pump without success. Continuous suction alarms were noted while the pump was running. The patient survived the procedure.